Event description:
On (B)(6) 2025 the caregiver (sister) reported that on (B)(6) 2025 the user experienced episodes of hyperglycemia with a blood glucose (bg) level of 450 mg/dl followed by hypoglycemia (bg 40 mg/dl) following a supply change earlier that day. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.